Manufacturer narrative:
The received dxtend glenosphere std d42mm (product code 130760142, lot number 5126761) was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. It is unclear what caused the disassociation (it is presumed that the glenosphere disassociated from the metaglene). The glenosphere screw is heavily damaged but it is not clear if this is cause or effect of the disassociation. It is also unclear if the threaded insert came loose in vivo, or if it was removed in order to examine the captured glenosphere screw. Without further information, no conclusions can be reached. No further action needed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.